Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the hvad pump and controller were returned for evaluation. This complaint is associated with a clinical adverse event. No additional information was provided regarding the patient¿s death. No device malfunction was reported against the pump or controller; therefore, the purpose of this investigation is solely to evaluate device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual inspection of the returned controller revealed contamination within both power ports of the controller, likely due to handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. Based on an investigation conducted under an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this investigation is closed, the controller falls within the bounds of this investigation. Considering the fact that the observed power port contamination and power port cracks did not affect the functionality of the device, these are additional observations not related to the reported event. Functional testing of the controller revealed that the no power alarm only sounded for about 10 seconds when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an internal battery fault. Internal inspection revealed that the nickel-metal hydride (nimh) battery that powers the no power alarm was swollen and had signs of leakage. After the internal battery was replaced, the controller performed as intended. The most likely root cause of the controller fault alarm observed during testing and the reduced length of the no power alarm can be attributed to a faulty internal nimh battery. An internal investigation was initiated to evaluate faulty internal batteries with controller 2.0. Log file analysis revealed a controller power up event on (B)(6) 2020 at 10:42:04. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 93% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 4 days, 9 hours, 47 minutes, and 46 seconds. Log file analysis revealed that the pump's power consumption was within normal operating range for the past 14 days through on (B)(6) 2020, when data was last recorded prior to the loss of power, and no alarms were logged within the analyzed period. Additionally, log files revealed that the controller was in use for more than two (2) years. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. Based on the limited information available regarding the patient's death, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, death is a known potential complication associated with the implantation of an hvad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and controller were returned for evaluation. This complaint is associated with a clinical adverse event. No additional information was provided regarding the patient¿s death. No device malfunction was reported against the pump or controller; therefore, the purpose of this investigation is solely to evaluate device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Visual inspection of the returned controller revealed contamination within both power ports of the controller, likely due to handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Considering the fact that the observed power port contamination and power port cracks did not affect the functionality of the device, these are additional observations not related to the reported event. Functional testing of the controller revealed that the no power alarm only sounded for about 10 seconds when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an internal battery fault. Internal inspection revealed that the nickel-metal hydride (nimh) battery that powers the no power alarm was swollen and had signs of leakage. After the internal battery was replaced, the controller performed as intended. The most likely root cause of the controller fault alarm observed during testing and the reduced length of the no power alarm can be attributed to a faulty internal nimh battery. CAPA (B)(4) was initiated to investigate faulty internal batteries with controller 2.0. Log file analysis revealed a controller power up event on (B)(6) 2020 at 10:42:04. The data point prior to the loss of power revealed that a battery was connected to power port one with 93% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the loss of power revealed that no power source was connected to power port one and a battery was connected to power port two. The controller was without power for four days, nine hours, 47 minutes, and 46 seconds. Log file analysis revealed that the pump's power consumption was within normal operating range for the past 14 days through (B)(6) 2020, when data was last recorded prior to the loss of power, and no alarms were logged within the analyzed period. A possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. Based on the limited information available regarding the patient's death, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial #: (B)(6) UDI #: (B)(4), d10: yes, return date: 06-jul-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-mar-2017 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 14, 4112 h6: FDA results code(s): 131,180,331 h6: FDA conclusion code(s):12, 19, 4315,4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient expired with unknown cause of death.